Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. This issue occurred during an unspecified process step of peritoneal dialysis therapy. The patient was trying to remove the mini cap from the transfer set but the transfer set untwisted and came apart. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.